Event description:
The reporter indicated the surgeon inserted the 13.2mm vicmo13.2 implantable collamer lens implanted upside down in the patient's right (od) eye . The lens was exchange for another same model lens and no patient injury was reported. Patient's last bcva was 20/20 on (B)(6) 2015.

Manufacturer narrative:
Evaluation: method: lens work order search. Results: visual inspection of the returned lens showed it was returned dry and a haptic was torn. A lens work order search revealed there were no similar complaints within the work order. Medical review: while the lens is being injected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be moved to avoid complication and a new lens should be implanted. This is routinely done using the same incision. The most probable cause of this event was user's error while loading/injecting the lens in the anterior chamber. (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Work order search, device history record review. A lens work order search was performed and no similar complaints were found within the work order. Claim # (B)(4).